Event description:
It was reported that the surgeon called med-el corp and reported that the patient developed a wound infection 6-8 weeks after his re-implantation on (B) (6), 2008. The patient continues to swim in the lake despite the surgeon's suggestion that he should not. Immediately adjacent to the wound is the electrode. The patient's mom called the surgeon 2 days ago and reported that the electrode could be seen with the human eye. The surgeon also mentioned that he uses bone wax very infrequently and sparingly when he does. He has found a very small piece of bone wax being pushed out of the patient's incision since re-implantation. The current plan is to explant the device, clean the cavity, and re-implant. If this does not work then they will explant, clean out everything, close up, and let things calm down before re-implanting. They are not going the second route first as the patient is bilaterally implanted and throws a fit when he doesn't have both sides on.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.